Manufacturer narrative:
The reagent lot number was 883655. The expiration date was not provided. The field service engineer checked the rinse water and the rinse tubing. He found a leak in the rinse tubing and replaced the tube. He ran a mechanism check, cell blank, precision, and qc that were all acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation results for one patient from the cobas 6000 c501 module. The initial result was 58.8 u/l. The repeat result was 115.9 u/l.

Manufacturer narrative:
The investigation determined that the service actions resolved the issue.